Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed. The 3.0 x 15mm nc emerge balloon ruptured at 16 atmospheres. The patient was reported to be stable.